Event description:
The customer contacted stryker to report that their lucas device potentially caused an internal thoracic artery injury to a patient.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Stryker performed a clinical review of the reported event and determined that the device contribution to the patient's outcome is unknown.